Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown during synchronized cardioversion. In this state the device may not be able to deliver defibrillation therapy if needed. The customer was unable to provide any further information for the event or the patient.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown during synchronized cardioversion. In this state the device may not be able to deliver defibrillation therapy if needed. The customer was unable to provide any further information for the event or the patient.